Manufacturer narrative:
(B)(4). Firing knob dislodged, damaged slip block assembly the analysis results found that the ntlc55 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a low anterior resection procedure, the device was fired to transect the descending sigmoid colon. After firing while bringing the firing knob back to its previous position, the firing knob broke. The surgeon had to bring it back with the help of his finger with the rest of the part. Stapling and cutting was done perfectly. No tissue trauma was there. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.